Event description:
The customer complained of erroneous results for 3 ivf patient samples tested for intact human chorionic gonadotropin + the b-subunit (hcg + b). The erroneous results were reported outside of the laboratory. For all 3 patients, after the initial results were released, the patients went to the hospital where the hospital confirmed they were not pregnant. The laboratory repeated the original patient samples where the results were all negative. A call was made to each patient and the physician to alert them of the incorrect result. Patient 1 initial hcg + b result was 19.86 miu/ml or 19.66 miu/ml. The sample was repeated with a result of <5 miu/ml. Patient 2 (B)(6) initial hcg + b result was 297.5 miu/ml. The sample was repeated with a result of <5 miu/ml. Patient 3 (B)(6) initial hcg + b result was 162.8 miu/ml or 162.2 miu/ml. The sample was repeated with a result of <5 miu/ml. No adverse event was reported. The hcg + b reagent lot number and expiration date were not provided. Calibration and quality controls were acceptable. The field service engineer (fse) visited the site on (B)(4) 2015. The results from the analyzer performance check were not acceptable due to contamination. On (B)(4) 2015 the fse changed the cells and the fluidics system. Afterwards, the analyzer performance check was acceptable. The root cause may be related to the contamination within the analyzer identified during the fse visit.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6). (B)(4).